Event description:
It was reported that during a wedge resection procedure, the jaws of the device would not open. A like device was used to remove the device from the tissue. The case was completed with a like device, with no patient consequence.